Event description:
A malfunction was reported on a pump by the customer, with no notable events preceding the incident. There was no adverse impact on the customer's blood glucose level. Customer technical support (cts) helped the caller reset the pump, but the issue persisted, leading to the decision to replace the pump. Since the pump was out of warranty, the customer was provided with information on obtaining an out-of-warranty loaner pump and successfully received it after agreeing to a loaner pump agreement. Cts verified the customer¿s information, assisted with setup instructions, and confirmed all necessary documentation.